Event description:
As it was reported by the affiliate via email: when the physician tried to remove the optease filter, the barbs penetrated through the sheath and got stuck. The physician had to remove the entire system. There was no pt injury. The filter had been deployed in the pt for over a month. The malfunction occurred during the removal procedure.

Manufacturer narrative:
The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.